Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. The device flowed normally prior to patient connection. The no flow then occurred after patient connection. The nurse then disconnected the device, performed force priming, and reconnected the device to the patient; however, there was still no flow. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured january 28, 2015 ¿ january 29, 2015. The device was received for evaluation with no solution in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed by manually filling the device with 245ml of dextrose solution. After fill, the device was found to flow normally without stopping until the device was completely empty. The reported condition was not verified. The device was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.